Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient was admitted to the hospital with left hydronephrosis and renal ureteral stones. The patient underwent left ureteroscopy and ursl (ureteroscopic lithotripsy) ,under general anesthesia and then the urethral catheter was indwelled post operation. On the next day the patient felt that the urethral catheter fell off when coughing. The urethral catheter fell out of the body with a gentle pull. The urethral catheter was immediately checked, and it was found that the balloon was ruptured which delayed urine drainage. After comforting the patient, replaced the urethral catheter with a new one. The urine drainage in the patient was normal, and the adverse events improved. The urethral catheter was immediately checked, and it was found that the balloon was ruptured which delayed in urine drainage.

Event description:
It was reported that the patient admitted to the hospital with left hydronephrosis and renal ureteral stones. The patient underwent left ureteroscopy and ursl (ureteroscopic lithotripsy) under general anesthesia and then the urethral catheter was indwelled post operation. On the next day the patient felt that the urethral catheter fell off when coughing. The urethral catheter fell out of the body with a gentle pull. The urethral catheter was immediately checked, and it was found that the balloon was ruptured which delayed in urine drainage. The urethral catheter was replaced with a new one. The urine drainage in the patient was normal and the adverse events were improved.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to a user related (example: contact with sharp objects/ exposed to petrolatum based products/ mechanical failure/ operator error). The device was not returned for evaluation. The lot number was unknown, and the information on the date code number was not available. Therefore, the device history record could not be reviewed. The labeling review was unable to review due to the product catalog number for this device was unknown. Although the product family was unknown, the (foley catheter) IFU's are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.